Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), vaginal infection ("vaginal discharge/infection"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding and prolonged menses"), alopecia ("hair loss"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2010 she underwent hysterectomy to remove essure). Essure was withdrawn. At the time of the report, the abdominal pain lower, vaginal infection, dysmenorrhoea, menorrhagia, alopecia, back pain, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain lower, vaginal infection, dysmenorrhoea, menorrhagia, alopecia, back pain, dyspareunia and migraine to be related to essure. The reporter commented: symptoms mostly resolved. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain. A hysterectomy was performed to remove micro-inserts around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a 29-year-old female patient who had essure (batch no. 27989) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included burning micturition. Previously administered products included for an unreported indication: yaz. Concurrent conditions included obesity, drug hypersensitivity and adenosquamous carcinoma of the cervix. Concomitant products included drospirenone w/ethinylestradiol (yaz) and solpadeine (tylenol 1). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, 1 year 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal discharge/infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), the second episode of menorrhagia ("abnormal/heavy menstrual bleeding and prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, alopecia, dyspareunia, migraine, hot flush, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the vaginal infection, vaginal haemorrhage and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, hot flush, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: symptoms mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-aug-2018: correction following company internal review: date explanted was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a 29-year-old female patient who had essure (batch no. 27989-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included burning micturition. Previously administered products included for an unreported indication: yaz. Concurrent conditions included obesity, drug hypersensitivity and adenosquamous carcinoma of the cervix. Concomitant products included drospirenone w/ethinylestradiol (yaz) and solpadeine (tylenol 1). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, 1 year 3 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal discharge/infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), the second episode of menorrhagia ("abnormal/heavy menstrual bleeding and prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, alopecia, dyspareunia, migraine, hot flush, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the vaginal infection, vaginal haemorrhage and abdominal pain had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, hot flush, migraine, urinary tract disorder, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: symptoms mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch was not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain. A hysterectomy was performed to remove micro-inserts around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.